Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that a falsely elevated cardiac troponin I result was obtained on a dimension vista 1500. The cause of the event is unknown. Siemens is investigating.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) test result was obtained on a patient sample on a dimension vista 1500. The initial result was reported to the physician(s). The same sample was repeated twice on an alternate dimension vista 1500 producing lower and matching results that were more in line with the patient's clinical picture. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I test result.

Manufacturer narrative:
The initial (B)(4) was filed (B)(6) 2018. Additional information (06-jun-2018): siemens headquarter support center (hsc), working with the siemens regional support center (rsc), evaluated the available data and found that the sample was hemolyzed. A review of the instrument log files showed that the sample integrity was compromised. The cause of the discordant, falsely elevated cardiac troponin I (tni) test result is unknown however the presence of fibrin, microclots or a viscosity issue with the sample are suspected. The conclusion code was updated. See section h6.